Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(6), rep. Called in an fms vue pump issues with the device - the tubing was changed the chamber was filling and not reading the pressure. Surgery continued with another pump. No patient harm. No delay in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary- the device was received at the service center and repaired. Per service manual operational and diagnostic analysis confirmed reported issue (chamber filling and reading pressure). Per service manual operational and diagnostic analysis confirmed reported issue (the chamber was filling and not reading the pressure). Replaced fms vue pcba as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause for the reported failure was thus identified as a defective pcba. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot - DHR review product code:284002 sn:e16a20521 qty. Of the lot: 20 pieces date of release: 2014-04-24 expiry date (if applicable): n/a supplier: kimball manufacturing site: poland any anomalies or discrepancies in the manufacture of the lot: not observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).